Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse events are known, possible, undesirable events and not indicative of a quality defect per se. In this particular case additionally a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up received on (B)(4) 2014: there was no response to the follow-up attempts. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced on right side at hsg device is too close and insert broke when pulling out/prox end of the outer coil is not fixed to the inner coil. The event on right side at hsg device is too close, interpreted as device dislocation, was considered serious due to medical significance, it is listed according to the reference safety information for essure and was regarded as non-incident. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the dislocation was not reported (device is too close to the ostium? Too close to the contralateral device at hsg?), given its nature it was considered related to essure. Regarding the event insert broke when pulling out/prox end of the outer coil is not fixed to the inner coil it was considered non-serious and regarded as other reportable incidents, due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. This event, initially considered unlisted, was upon receipt of product technical investigation (ptc) regarded as anticipated, and therefore amended to listed. Single cases have been reported of essure breakage; in this case as this event occurred during essure placement procedure a causal relationship with the suspect insert cannot be excluded. A ptc analysis was performed and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected. Case closed.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. It was reported that doctor placed first insert in left tube and 10 seconds after deployment, device was expelled. Another device was placed in left and it stayed. Put in right tube and it stayed too. Insert broke when pulling out and removed from uterus (complication of device insertion). On an unspecified date, hsg was done. On the left side, essure was in correct location and the tube was occluded. On the right side, the tube was also occluded but the device was too close. Proximal end of the outer coil is not fixed to the inner coil. And is a short distance to the rest of the insert. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced on right side at hsg device is too close and insert broke when pulling out/prox end of the outer coil is not fixed to the inner coil. Event insert broke when pulling out/prox end of the outer coil is not fixed to the inner coil was considered non-serious, it is unlisted on the reference safety information for essure, and was regarded as other reportable incidents, due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Single cases have been reported of essure breakage; in this case a product technical analysis will be requested for further evaluation; however a causal relationship between this event and the suspect insert cannot be excluded by now. Regarding on right side at hsg device is too close, interpreted as device dislocation, it was considered serious due to medical significance, it is listed according to the reference safety information for essure and was regarded as non-incident. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the dislocation was not reported (device is too close to the ostium? Too close to the contralateral device at hsg?), given the nature of the event it was considered related to essure. Also, non-serious event complication of device insertion was reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.